Event description:
Meter name: one touch ultra. Strip name: one touch ultra teststrips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaking. A pt reported they had an insulin reaction, "like insulin shock". Their meter allegedly would only prompt error 4 and error 5. The result on their meter was 172 mg/dl and 159 mg/dl. No other blood glucose tests reported. Treatment was: "cannot remember". No further info has been reported.